Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to dislodgement. The physician was concerned that the lead had residual tissue in the helix and didn't want to use the same lead. There were no adverse patient events reported.